Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a pod8 coil into the outflow vessel, but the pod8 coil would not form to the vessel due to sizing and was removed. Afterwards, the physician advanced a pod6 coil into the target location and attempted to detach it using the handle; however, the handle would not click when the trigger was pulled. Subsequently, the pod6 coil failed to detach. Therefore, the handle was removed and was not used for the remainder of the procedure. The procedure was completed using the same pod6 coil and a new handle. There was no report of an adverse effect to the patient.